Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/02/2017 with the following findings: during investigation, the pump powered on with blank display. The pump was opened and the display oled was found to be cracked. A test display screen was installed and operated properly. The complaint of a dim, fading display was not able to be fully tested due to the damaged display. Unrelated to the complaint, investigation revealed cracks in the battery compartment.